Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8785, lot# n646648, implanted: (B)(6) 2017, product type catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2500; 800/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced "full body episodes". Two electroencephalograms (eeg) were done over the summer and determined these were not seizures. Approximately 3-4 days after the catheter was replaced on (B)(6) 2017 the patient¿s incision in the back was leaking spinal fluid. (See manufacture report # 3004209178-2017-14633 regarding catheter replacement). The patient was hospitalized. The area was cleaned out. The leaking stopped after laying flat for 10 days. The patient went home on (B)(6) 2017. The patient went in for a wound check on (B)(6) 2017 and was doing fine with the full body episodes until (B)(6) 2017 when they returned again. The episodes were running his life. The patient was extremely tight, head and neck will cock back, arms and fingers were tight as a drum, his leg was shaking and was having spasms. The hcp wanted the patient to follow up with a movement disorder hcp. The next opening was not until (B)(6). The reporter wanted to find a neurologist in (B)(6). The reporter was to follow up with the hcp. The pump contained baclofen, but the reporter could not remember the exact dose or concentration for the event. The dose was 800 continuous and the concentration was approximately 2500. The pump was at 2000 but was now at 2500 and the dose was 800. No further complications were reported.